Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 0 joule and 0 minute, pierced fiber and a bright glow emitted in the entire operating room was noted. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient and/or user was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along length of fiber; the connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Probable root cause: based on the device analysis, the product complaint could not be confirmed; there is no failure found with the returned product.